Event description:
The hosp reported they experienced a total loss of image due to a detached light guide fiber bundle and only one working headlight. The procedure was completed with use of another device. There was no allegation of harm.